Event description:
It was reported that the lead migrated and it was confirmed through x-ray. The patient underwent a lead revision procedure and was doing well postoperatively. The lead was moved back into position and remains implanted.